Manufacturer narrative:
The quattro catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized and was prepared for the treatment of hypothermia after cardiac arrest. A zoll catheter was inserted into the femoral left vein. The insertion was smooth. Approximately 10 minutes after insertion the blood was noted on the cooling tubing and catheter leak was suspected. The catheter was replaced to continue with therapy. No patient consequences reported.

Manufacturer narrative:
The reported catheter leak was confirmed on the returned catheter lot# 76673. Visual inspection of the returned quattro catheter was performed. The medial 1 and medial 2 balloons were observed torn/damaged. Blood had accumulated / dried up on the balloons. No other physical damage was observed. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. All of the luered tubing flushed with no resistance. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and no similar history of complaint was reported for the quattro catheter with lot # 76673. Customer reported catheter lot# 76884. However, a different lot# 76673 was received.